Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Customer reported a revision due to a broken stem.

Event description:
Customer reported a revision due to a broken stem. Update: fracture through neck of stem, exiting through dimple on shoulder. Post-op x-rays show satisfactory alignment with no evidence of fracture or dislocation.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through evaluation of the provided medical records and through evaluation of the returned device. Method & results: -product evaluation and results: visual inspection of the returned device confirms that the device was fractured. Explantation tooling damage is observed on the surfaces of the stem. Material evaluation was completed and indicated the following comments: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. -clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion of assessment: a revision was performed for an apparent fracture of an exeter stem. Device or procedure related adverse event: revision of femoral stem. Root cause and confirmation: a root cause cannot be determined from the limited records provided. A revision surgery for a stem fracture can be confirmed from the operative notes. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: an event regarding revision due to fracture of the exeter stem was reported. Visual inspection of the returned device confirms that the device was fractured. Explantation tooling damage is observed on the surfaces of the stem. Material evaluation was completed and indicated the following comments: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. A review of the provided medical records by a clinical consultant indicated: conclusion of assessment: a revision was performed for an apparent fracture of an exeter stem. Device or procedure related adverse event: revision of femoral stem. Root cause and confirmation: a root cause cannot be determined from the limited records provided. A revision surgery for a stem fracture can be confirmed from the operative notes. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. Correction: event and implant date, manufacturing site.